Event description:
Multiple opti e-oxygen cylinders have been found with malfunctioning dials throughout the institution. The current design flaw of the dial allows for a 360-degree rotation on certain cylinders instead of stopping at off and aux. When dial is turned past the off position or past the aux position, the dial becomes stuck at various intervals (1.5 lpm, 8 lpm) or no flow is detected from the nipple adapter. Malfunctioning cylinders needed to be removed from the patient care areas causing delays in patient transfers. Manufacturer response for oxygen cylinder, gng opti e-cylinder (per site reporter). Praxair is actively engaged with the manufacturer to get the approved engineering solution implemented on new units as well as a field retrofit plan in place. This response is months following original notification to praxair of device failure. Praxair has issued a field notification to all of our regional sites to alert them to the condition and provide guidance on inspection of units. Local location is inspecting 100% of units being delivered on load to the delivery carts.